Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported two screws broke on the mini mod set whilst being screwed into the bone. Both screws broke just under the locking mechanism and were left in the patient.